Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.